Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not powering on. A nurse reported that they were pulling out some medications when they received a notification that the station would power off. The customer rebooted the station, made sure that the power cable was properly plugged in on both sides and went offline on remote support service. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction in defective boards causing the station not to power on. A field service engineer (fse) replaced the drawer controller board and pyxibus controller board for main drawer 6, which had caused the station not to power on; the system was then tested using the hardware testing application, successfully recovered, and reconfigured within the med application. The system functioned as field service engineer repaired the device.